Event description:
Inbound call from patient. She reported having a broken freedom pump on hand. In (B)(6)2020 the curlin pump replaced with freedom pump. Pt needed a different pump to infuse differently. Pt is now reporting she has broken freedom pump. Unknown type of malfunction. Unknown lot/expiration; unknown if pt missed a dose or experienced an adverse event. Pt does have pump for return. Pump is used to infuse gamunex 5 gm and 20 gm to make up 25 grams sq every week. No further information known. Indication: sicca syndrome with keratoconjunctivitis' chronic inflammatory demyelination polyneuritis. Reported to (B)(6) by pt/caregiver.